Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the device alarmed ¿arterial bubble sensor defective¿ on multiple sensors. The failure occurred during preventive maintenance. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-17 and 2023-02-22. The fst could confirm that the device would get an arterial bubble sensor defective error after the unit was left on for a few hours without anything hooked up to the cardiohelp. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No log files were provided, therefore no analysis could be performed. The same failure was already investigated by getinge life cycle engineering (lce). An unreliable plug connection on the digiflow mini-board led to the error. However, according to the risk analyses of the cardiohelp device the most probable root cause is a defective connection between the sensor bridge board and the digiflow board caused by an electro static discharge (esd). Therefore the error message "flow sensor defective" will be displayed. According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-02-09 for the period of 2019-11-18 to 2023-02-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-11-18. Based on the results the reported failure "flow/bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the flow/bubble sensor is defective. The failure occurred during service. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.